Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator will not be returned to fisher & paykel healthcare in (B)(4) for investigation. We are in the process of obtaining additional information to determine if the complaint device had a malfunction which might have lead to the reported event. We will submit a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported that the manometer of an rd900 neopuff infant resuscitator had "no pressure showing". The device was not being used on a patient at the time of the event.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare (fph) in (B)(4), where it was inspected by a trained fph service engineer. Our investigation is accordingly based on the servicing details. Results: no pressure was observed on the manometer when connected to a gas supply. Conclusion. Based on the servicing performed, there was water ingress to the manometer rendering it non-operational. The neopuff technical manual warns against immersing any part of the neopuff device in cleaning liquids or solutions. In addition, all neopuff units are visually inspected and performance tested before leaving the production line and those that fail are rejected. This suggests that the subject neopuff unit was damaged after it was released for distribution. The customer declined an offer to repair the device and decided to purchase a new unit.

Event description:
A distributor in china reported that the manometer of an rd900 neopuff infant resuscitator had "no pressure showing". The device was not being used on a patient at the time of the event.